Manufacturer narrative:
Additional information: the results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported heart block remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a premature ventricular contractions procedure, an av node block occurred. The patient had a left bundle branch block and the right branch was blocked during the procedure. A temporary pacemaker was installed and following the procedure a crt-d was implanted. There were no performance issues with any abbott device.